Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.